Event description:
On (B)(6) 2018, lead impedances were reported to be over 2300 ohms. As of 8/6/2019, lead impedances remained over 2000 ohms, and loss of capture was observed as well. Lead was capped. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.